Event description:
According to the reporter: the caller stated protacks were implanted with mesh into her coccyx and sacrum and had asked her surgeon to remove the tacks due to post-operative complications. The caller stated that her surgeon informed her that the tacks should not be removed as it would result in bleeding, and would be difficult to remove. The caller wanted to know where exactly the tacks were located in her body and if they were detectable on x-ray. The tacks did not show up on a recent MRI. The caller would not identify the hospital or her surgeon.

Manufacturer narrative:
(B)(4).